Event description:
The facility reported error message occurred during turn on. A pt was ready to move to the or. They recycled the power, and the error remained. Three pts were in the holding room, they had not received medications; the cases were cancelled.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.